Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unknown failure during therapy (medication, programmed amount and delivery rate unknown). The customer reported that the failure was "due to the power cords not working correctly and being pushed against by bed or carts." It was also reported that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.